Event description:
The customer reported via phone call indicating that they have an air bubble after the insulin pump dropped. Customer's blood glucose was 134 mg/dl. The customer stated that the air bubbles is in tubing and sized of edge of dime. The customer was advised to deliver a 5 units fixed prime/fill cannula until air bublles are no longer visible. Customer did not wish to further troubleshooting for air bubbles since she did not have a new infusion set that she could use afterwards. The customer was advsied to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.